Event description:
It was reported that balloon rupture occurred. The almost completely blocked target lesion was located in the non-tortuous and severely calcified vessel. A 4mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation. However, during the initial inflation at 2 atmospheres for 1 second, the balloon ruptured. The device was completely removed. A laser device was used to further open the vessel and then a sterling balloon catheter was used to complete the procedure. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a longitudinal tear in the balloon 16mm from the tip and is approximately 29mm long. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The almost completely blocked target lesion was located in the non-tortuous and severely calcified vessel. A 4mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation. However, during the initial inflation at 2 atmospheres for 1 second, the balloon ruptured. The device was completely removed. A laser device was used to further open the vessel and then a sterling balloon catheter was used to complete the procedure. No patient complications were reported.